Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The defect reported could not be verified. The following activities were performed service and repair functions. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return : "tension arm not working properly." Could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Fms vue pump [284002] issue occurred during 2 acl procedures. No delays or patient harms. Procedures completed by manually filling the chamber. Tension arm not working properly.